Event description:
It was reported that the observation window indicated that the atrial lead position check failed. During check up, all right atrial (ra) lead measurements were within normal parameters. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted that the identified observations screen message indicated atrial lead position check.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).